Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the bands were not firing. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with all the bands attached to it. In addition, the handle did not have evidence that the trip wire was secured to the post, and the slack was not taken up. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label. The IFU states "take up slack by pulling proximal end of trip wire on handle unit" and "secure trip wire in slot on handle unit", however, it was found that the slack was not taken up from the handle slot and the wire was not secured to the handle. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, causing the trip wire to not work accordingly with the handle when pulling the bands. It was determined that the device may have failed to deploy the bands because the instructions for use were not followed. Therefore, the most probable root cause of this complaint is failure to follow instructions.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the bands were not firing. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.